Event description:
Had penile graft placed about 8 weeks ago and about 2 weeks ago developed abscess and pus discharge. Six days ago the graft "popped up" and the reporter pulled it out. Got better immediately although had seen another urologist, was treated with antibiotics. Urologist said that has had 5 other cases with identical reactions. Rptr concerned.